Event description:
Customer noted that the infusion finished an average of 10 hrs early in 6 cases. Fill volume 195ml.

Manufacturer narrative:
The involved sample was not returned for evaluation. However, I-flow received 23 new, un-opened samples for evaluation and investigation. Three pumps were selected for functional testing. The pumps were filled with normal saline solution to the reported fill volume of 195ml and a flow rate accuracy test was performed. All pumps infused within specifications for the under filled fill volume of 195ml. Some pumps were evaluated at the nominal fill volume of 270ml, and flowed within specification. From information provided, the fill volume of the pump was 195ml. The directions for use (dfu) (1303046, rev. E) contains a caution for under filling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. A review of the lot history found this to be the only complaint for this lot.